Event description:
It was reported the surgery was moved to (B)(6) 2013. No other new information. It was later reported the procedure had been canceled and had not been rescheduled.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's programmer showed device was on but no stimulation was felt. It was noted the patient's stimulation "wouldn't turn on" but their device showed a "lightning thing in the first box."

Event description:
Follow up reported the patient still had concerns with their device or therapy but they were working with their doctor or representative. An appointment date was noted for (B)(6) 2013. It was also noted "if it had been put in correctly by the doctor they would not be having severe pain." It was unclear what the patient meant by the device being put in incorrectly. Follow up from the health care provider reported the cause of the event was non-functioning leads. It was noted only leads "6/16" were working. Impedances were not working when checked. Replacement of the lead and generator were noted to be scheduled for (B)(6) 2013. It was unknown if any programming was done. Signs and symptoms included right lower extremity pain and parasthesias. It was also noted the patient required hospitalization due to the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7496-66, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3987, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that patient felt "no stimulation sensation." It was reported that the patient had not felt stimulation since a recharging session, two weeks prior to report. No further information was available at the time of report. The patient was redirected to their health care provider. Further information has been requested. A supplemental report will be filed if additional information becomes available.